Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Friend/family member reported that the por had not yet been reset due to unrelated medical condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they went a month after the issue, and they restarted the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp reported a power on reset (por) message. The activity/electromagnetic interference (emi) that could be related to the issue was a CT scan in the cardiac "cath lab". The call center reviewed that the por means the system is off and the patient can have an MRI. The call center also reviewed that the patient will need to see the managing hcp to have the por cleared. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.